Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the reported issue found that the reported issue was similar to an existing hardware CAPA to be investigated further.

Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a mechanical issue. As reported, the tip of the driver had been broken off. The driver was in otherwise good condition. Further engineering evaluation found that the tip of the screwdriver includes a star feature which engages the screw which had sheared completely off at the base of the 4.30 mm diameter. The most likely cause was that the torque applied to the screwdriver was in excess of the strength limit of the device. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the rest of the navigation equipment. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that the navigated screwdriver tip broke and was stuck inside the screw during a spine surgery. The surgeon had to replace the screw using another screwdriver. They used navigation to complete the surgery.

Manufacturer narrative:
Per further CAPA investigation, the initial CAPA findings previously reported on fu1 were confirmed. The team evaluated why the effectiveness check in the previous CAPA did not pass and determined contributing process root causes of the IFU used in the testing did not have pictures of tips to which the user could compare the sample, and the users selected for the IFU validation were not familiar with the details of the screwdriver tips. There was no increased in patient safety risk based on current risk calculations. The safety risk management review documents that none of the complaints result in a zone change for any of the risk factors.